Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unknown at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. No issues were found with the system. The system passed a system checkout.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was having a power cycling issue. When the system was booting up the company splash screen was repeatedly showing up.